Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in evs at the account. There was no patient/user injury reported. This report was filed in our complaint handlign system as complaitn (B)(4).

Manufacturer narrative:
The technician found the head end brake caster were the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance eon this bed in 2013-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head end brake casters to resolve the issue. Based on this information, no further action is required.